Event description:
On (B)(6) 2015, it was reported that a step drill broke while performing an implant surgery to repair a fractured left femur. There was no reported harm to the pt or the surgeon as a result of this event.

Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the MFR for eval. The root cause of the broken step drill is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. There was no reported harm to either the pt or the surgeon as a result of this event. Sign fracture care international continues to monitor these events as part of our post market activities.